Event description:
The initial complaint report stated that during a procedure the catheter's curve was come lose. This event is not indicative of a reportable event. Upon visual inspection of this returned concomitant complaint product, on (B)(6) 2012, bwi failure analysis lab noted the tip section was bent and had stressed the braid with two wires sticking up out of the material. This catheter condition was not reported during the initial complaint. This catheter damage is assessed as reportable event marking this date (B)(6) 2012 as the alert date for this report. Multiple attempts have been made in regards to the received catheter condition. However, no detailed information has been provided as to whether or not this condition prior or after the catheter use or before sending the catheter back to bwi; was the physician able to remove the catheter safely from the patient; the type and size of sheath used in conjunction with this catheter; if the physician encountered any difficulty while using this catheter that might have caused this catheter condition; etc. No additional information has been provided. There was no patient injury reported related to this complaint.

Manufacturer narrative:
Evaluation summary. (B)(4). Upon receipt at the bwi failure analysis lab, the catheter was visually inspected and it was found that the shaft was bent and stretch marks were observed, and 2 braid wires were exposed due to the extreme force applied. This condition was not reported on the original complaint. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. As this catheter was returned for catheter curve issue, a deflection test was performed and the catheter failed. The catheter was dissected and it was found that the puller wire was broken. The customer complaint was verified, however, the root cause of the damaged found on the catheter shaft could not be determined.